Event description:
It was reported that during a percutaneous transluminal angioplasty intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The 6.0 x 20/80 sterling otw balloon catheter was advanced over a non bsc guide wire and inflated with a non bsc inflation device to 6atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).